Event description:
Reportedly, on (B)(6) 2025, during the ventricular lead implantation, the lead was initially fixed with good electrical parameters and finally detached from the ventricle once the introducer was removed. On the fluoroscopy, the fixation mechanism was identified as not working anymore and the lead was removed.

Manufacturer narrative:
Analysis synthesis: review of manufacturing process showed that the subject lead was released following all applicable procedures. Upon reception, the screw of the lead was identified bent. Given the screw condition, no fixation function test was performed. The bending likely occurred during lead manipulation, specifically during the removal of the introducer. Excessive force, even if inadvertent, can compromise the integrity of the screw. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2025, during the ventricular lead implantation, the lead was initially fixed with good electrical parameters and finally detached from the ventricle once the introducer was removed. On the fluoroscopy, the fixation mechanism was identified as not working anymore and the lead was removed.